Event description:
It was reported that during elective device replacement, the lead appeared to have externalized conductors. Given that all electrical parameters were in range and stable the physician decided to use the same lead. The new device was connected with good electrical parameters. The patient is fine after the event.

Manufacturer narrative:
(B)(4).